Event description:
It was reported that revision surgery was performed due to dislocation.

Manufacturer narrative:
The device is currently undergoing analysis. Additional information has been requested, but has not yet been received. Should additional information be obtained, it will be included in a follow-up report.